Event description:
It was reported, that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with an infection. The patient developed a rash, redness, inflammation, drainage and blisters under the sensor patch. The patient had itching and burning sensation in the area. The reaction was treated with a prescription topical steroid medication (triamcinolone cream). Per patient follow up email, after the blisters popped open, she developed an infection at the reaction site. On (B)(6) 2024, she went to an urgent care clinic and was prescribed oral antibiotic medication (amoxicillin 875 mg, two times per day, for 7 days). At the time of the follow up report, the patient confirmed, the infection had already healed, but there was still bruising in the area. A photograph was provided for investigation. The allegation was confirmed, via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: investigation findings: 4112 analysis of information provided by user/third party. Labeling indicates: inserting the sensor and wearing. The adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).